Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported non-sustained right ventricular (rv) episodes were noted on the cardiac resynchronization therapy defibrillator. The episodes were not reproducible with isometrics but occasionally reproducible with deep coughing when sitting. Diaphragmatic myopotential oversensing was suspected. Programming changes were made. The patient was stable and would be monitored.